Event description:
The customer reported via phone call that the insulin pump shut off due to an unknown cause. The customer stated that she had serious sensor issues, malfunction, or possible defect. She stated that the sensor shut the insulin pump off, so she reverted back to treating with manual injections. The customer declined to provide the blood glucose reading. She stated that she was preoccupied and declined to be transferred for troubleshoot assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.